Event description:
During a feeding tube placement procedure, a cook flow 20 percutaneous endoscopic gastrostomy set was used. The wire guide became stuck inside the feeding tube. When the nurse attempted to pull the wire out (after the tube had been inserted into the pt), the wire guide frayed and broke in half. The broken wire guide penetrated the nurse's finger. The procedure was completed with this device. Regarding the nurse: blood was drawn, the labs were good, and her finger healed nicely. Regarding the pt: a section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use contain the following precautions: during placement and use, care must be taken to avoid cutting, crimping, or damaging components. Prior to distribution all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual insp to ensure device integrity. A review of the device history record confirmed that the lost said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.